Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump history displays bolus amounts that they did not enter. Customer's blood glucose was 66 mg/dl at the time of incident and 191 mg/dl at the time of the call. Troubleshooting found that the pump is overdelivering insulin and customer recently had a seizure and was administered glucagon. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion and displacement tests. Programmed multiple basal rates and boluses for 24 hours. Monitored the pump and no unexpected basal rate or boluses were recorded in the daily totals or care link history reports. No bolus anomaly was noted. However, unable to prime the pump during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The pump was received with a cracked case at the display window corners and minor scratches on the lcd window.